Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had no alarms prior to use on a patient; all electrical test passed. However, after the balloon was inserted into the patient and the iabp started to operate, an "autofill failure" alarm was produced. There was no report of harm to patient and no adverse event was reported. Additional info received on 9/02/2019: the patient expired, but the patient's death had nothing to do with the iabp. At the time of the event, the iabp was not inflating and deflating into the intra-aortic balloon catheter (iabc) and the iabp alarmed "autofill failure" prior to use on the patient. The date of the death is unknown, and the customer does not attribute the patient's death to the iabp. Refer to mfg report number 2248146-2019-00763 for information on the involved iabc.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer was dispatched to evaluate the iabp and was able to reproduce the reported issue of "autofill failure". To resolve the issue, the fse replaced the purge manifold and completed all calibrations, functional and safety tests which passed per factory specifications. The iabp has been returned to the customer and cleared for clinical use. However, we have requested that the removed purge manifold be returned to factory for failure analysis; a supplemental report will be submitted when additional information becomes available.

Manufacturer narrative:
A getinge representative has advised that the suspected faulty purge manifold is not available for return to factory for failure analysis. Consequently, no further investigation can be conducted.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had no alarms prior to use on a patient; all electrical test passed. However, after the balloon was inserted into the patient and the iabp started to operate, an "autofill failure" alarm was produced. There was no report of harm to patient and no adverse event was reported. Additional info received on (B)(6) 2019: the patient expired, but the patient's death had nothing to do with the iabp. At the time of the event, the iabp was not inflating and deflating into the intra-aortic balloon catheter (iabc) and the iabp alarmed "autofill failure" prior to use on the patient. The date of the death is unknown, and the customer does not attribute the patient's death to the iabp. Additional info received on (B)(6) 2019: further clarification was provided advising that the alleged malfunction occurred before the therapy was initiated and that iabp therapy was never initiated on this patient. In addition, the facility has refused to provide patient information. Refer to mfg report number 2248146-2019-00763 for information on the involved iabc.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had no alarms prior to use on a patient; all electrical test passed. However, after the balloon was inserted into the patient and the iabp started to operate, an "autofill failure" alarm was produced. There was no report of harm to patient and no adverse event was reported.